Manufacturer narrative:
The device was not returned for investigation. It is believed that there was no device failure due to hemostasis being achieved. The angiograms were obtained by essential medical and confirmed a clear dissection was causing stenosis at the access site. Dissections are a common large bore procedural complication; therefore, it is inconclusive the cause of the dissection. No extravasation was seen on the angiogram which indicates a successful closure. The minor hematoma on the manta access site could have been from blood during the procedure. Hematomas are a common large bore procedural complication and in this instance, required no treatment. The DHR documentation was reviewed and no non- conformities were identified related to this incident. The following potential adverse events related to the deployment of vascular closure devices have been identified in the IFU: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair; local trauma to the femoral or iliac artery wall such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Risk documentation was reviewed and this event is a known risk. Based on the information reviewed there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The cause of the dissection is unknown. The EU IFU lists local trauma to the femoral or iliac artery wall, such as dissection and other access site complications requiring endovascular intervention as a possible adverse event. Further investigation into risk documentation and device history records will be performed. No initial corrective action due to this event being listed as a possible adverse event in the IFU. Corrective actions will be reassessed after further investigation is completed.

Event description:
Patient underwent tavr on (B)(6) 2019, a 18f manta vascular closure device was deployed for closure on the right side femoral artery. Angiographic findings showed a dissection. Patient required balloon inflation from the contralateral access site, and covered stent. There was a minor hematoma on the manta access site that required no treatment. The patient was reported as recovered without further sequelae on (B)(6) 2019, and was discharged (B)(6) 2019.